Event description:
It was reported prior to the unknown procedure, the subject camera head had main body water invasion. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following issues were observed: the main unit's image capture and cable is flooded and poor image quality (blurred image). There was also corrosion on the scope mount and the free lock lever. The storage period of the DHR is 15 years according to ombs s_4.2.5_01_001. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.